Event description:
It was reported that during a low anterior resection/ lee, in taek, this is third time the articulation joint is not working. After firing, the staple line was oozing. He said that it took three times more power to close trigger. Eventually, he had to suture and reinforce the distal line manually. Operation time was delayed up two hours.

Manufacturer narrative:
(B) (4). (B) (4). Informaiton anticipated, but unavailable at this time.